Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node to the rear therapy electrodes. The pulse wire was broken from the solder joint in the rear #2 therapy electrode. The root cause for the detached pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.